Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: d224trk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the physician had decided to prophylactically replace the right ventricular (rv) lead. However, upon extraction of the lead, the physician encountered extraction difficulty. It was noted that the venous access challenges required a hi-torque guide wire and long sheath for wire and lead access. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.